Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1. B1: ticked to capture malfunction problem. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the bleed was most likely use issue related due to patient movement since frequent patient movement was observed by the physician. The cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 30-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior CABG, diabetes mellitus, and dialysis. The physician noted oozing at the impella insertion site without evidence of hematoma. The patient was moving frequently, contributing to disruption at the access site. Resuturing was offered but declined by the physician. The patient received two units of blood. Overnight, the nurse reported that the impella pump had migrated across the aorta, leaving only the pigtail and part of the catheter within the left ventricle. The patient became short of breath and tachycardic and experienced suction alarms. The physician returned overnight and repositioned the pump, after which symptoms returned to baseline and all alarms resolved. The patient remained on support. The reported major bleed requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support and may also be influenced by patient movement affecting the stability of the insertion site. The reported tachycardia requiring device repositioning is consistent with suboptimal device position and hemodynamic instability in the setting of cardiogenic shock.

Manufacturer narrative:
D4 catalog, serial number and UDI were revised to remove leading 0s.